Event description:
It was reported that the burr became stuck with the wire. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the guidewire causing the burr to not be withdrawn. The physician removed the devices from the body directly and the procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: the first affiliated (B)(6) university e1 - initial reporter address 1: (B)(6) road, shayibuck district device evaluated by MFR.: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 7.5cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported that the burr became stuck with the wire. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the guidewire causing the burr to not be withdrawn. The physician removed the devices from the body directly and the procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.